Event description:
Information was received that reported a patient experienced redness on 2 separate occasions when using the infusion sets. The site cultured positive for strep and was treated with duricef.

Manufacturer narrative:
Device evaluation: twelve new unused infusion sets were returned and examined no visual defects or abnormalities were found. The sterility records were pulled and verified. Unable to determine the cause of the customers complaint.